Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, the universal surgical manipulator (usm) 1 was swinging freely while docking. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no associated faults in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the swinging freely while docking, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used the system for multiple cases since the reported event without any issues. The technical service engineer (tse) walked the customer through how to complete a hard reboot on the patient side cart (psc). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the usm arm moved with unintuitive motion (e.g. The instrument moved/unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.